Event description:
During a colon resection procedure, the suture broke. The surgeon applied another device without pt injury.

Manufacturer narrative:
We could not confirm that the suture strand was broken however, fraying was observed.